Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 4.0, lab: 3.27; date: (B)(6) 2010, inratio: 5.6, lab: 4.07. Customer did correlation on 13 pts. The other 12 pts correlated well with the lab (about 0.4 difference). Pt not on heparin/lmwh. Not anemic, no chemo or dialysis. No autoimmune disease. No blood disorders. No medication change. His hematocrit from (B)(6) 2009 was 40%. He also had his hematocrit checked last week, but nurse couldn't find the result.

Manufacturer narrative:
Investigation pending.